Manufacturer narrative:
After multiple troubleshooting procedures service determined the alinity pipettor probe the likely cause and replaced the r2 alinity pipettor probe. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the alinity pipettor probe was replaced by the customer. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a falsely decreased alinity I tsh result of 0.077 miu/ml was generated for a patient sample (ID (B)(6)) on (B)(6) 2020. The same retested at 1.82, 1.87 and 1.89 miu/ml. The customer's normal range is 0.35 - 4.94 miu/ml. No adverse impact to patient management was reported.